Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the occurrence of false susceptible ciprofloxacin result for klebsiella pneumoniae in association with the vitek® 2 ast-gn81 test kit. The customer stated that no discrepant result was reported to the physician. The vitek® 2 ast-gn81 ciprofloxacin result had no impact on patient treatment decisions. The discrepant result did not lead to any adverse event related to the patient's state of health. Culture submittal was requested by biomérieux for internal investigation. However, the customer stated the associated patient samples have been destroyed. Biomérieux investigation has been initiated.

Manufacturer narrative:
A customer in (B)(6) reported the occurrence of false susceptible ciprofloxacin result for klebsiella pneumoniae in association with the vitek® 2 ast-gn81 test kit. An internal biomérieux investigation was performed. Without submitted of the isolate, a vitek 2 discrepancy cannot be confirmed in comparison to the reference method. The customer card data was integrated and examined by biomérieux. Data integrated were for the isolates ending in 9585 and 9030 for vitek 2 ast-gn81. Growth in drug wells for an and cip were similar between the two (2) cards. The graphs corresponded to the mics generated. Vitek ast-gn81 lot 6710245103 met final qc release criteria. There were no issues observed on the initial qc performance testing. No non-conformities were written against this lot.